Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 1.0, lab: 2.9; inratio: 1.5, lab: 2.9; inratio: 1.5, lab: 3.1; inratio: 1.0, lab: 2.5.